Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and found the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The ge healthcare service representative replaced the flow sensor and the unit was returned to service.

Event description:
The hospital reported an error message on ventilator screen saying; "dry or replace flow sensor". There is no report of patient involvement.